Event description:
The pt reportedly experienced an overstimulation followed by a loss of sound. External equipment was exchanged. However, the problem was not resolved. Testing performed showed that the device is not functional. Surgery to explant the pt's c1 device has been scheduled.